Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins). It was reported that the device was "never really working right" for 2 years after replacement. Patient stated that they spoke with a representative (not sure where) and "got the impression the electrodes at the bottom of the wire may have burned out". Patient had a discussion with md and was not satisfied with the experience.